Manufacturer narrative:
(B)(4). The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete. It should be noted that diabetes mellitus is a known cause of seizures. However, a root cause cannot be determined for seizure.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on 07/07/2015, their receiver did not alert them when they dropped below 55. The patient had a seizure and her boyfriend treated her with an epi-pen. The paramedics were called and transported the patient to the hospital where she was treated intravenously for an unspecified reason. The patient is unsure of what caused her seizure. The patient is reported to be fine. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. The device was determined to be operating within the required specifications without malfunction. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined. Additionally, the patient had reported having a seizure. It should be noted that diabetes mellitus is a known cause seizures. However, a root cause cannot be determined for seizure.